Manufacturer narrative:
Correction: this report was initially submitted with an incorrect fei# (FDA establishment identifier). The correct fei# is (B)(4). H10: two actual samples were received for evaluation (one in open pouch and one in a sealed pouch). A visual inspection with the naked eye was performed on the sample in the open pouch. The inspection revealed one black particulate matter (pm) with a size less than 0.6mm sq embedded inside the welded cassette component which was within acceptable specification limits. A functional underwater pressure test was performed and no leak was observed. A self-test priming test was performed with no abnormality observed. The device met specifications.only pm that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harms and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm if the issue were to recur. A visual inspection with the naked eye was performed on the sample in the sealed pouch which revealed the drain line cap was detached (loosened) from its molded port. A functional underwater pressure test was performed and no leak was observed. Additionally, a self-test priming test was performed and no abnormality was observed. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue; probably due to an isolated incident during the assembly process. The loosen cap could have fallen off during handling after the manufacturing process which could not be verified at the point of investigation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an issue with two units of home choice cassettes. One unit had a black foreign body in the 4-prong set and in the other unit ¿one of 4-prong set was not covered¿ in the unopened bag. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.